Event description:
It was reported that a partial deployment and stent fracture occurred. An innova stent was selected for use during a superficial femoral artery stenting procedure. During deployment, the stent did not fully deploy all the way resulting in half of the stent hanging out of the catheter. A cut down was performed to access the external iliac artery to retrieve the fractured portion of the stent. No adverse patient events were reported. The patient was noted to have fully recovered from the procedure.